Event description:
It was reported that the customer couldn't get tubing in. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown, no information provided to date. UDI is unknown, no product information has been provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found severely damaged corners on the tank cover. Outdated printed circuit board (pcb) and power switch. Functional testing found the o-rings were dried out and the micro switch is bent. It was doable but difficult to install a disposable confirming the customer complaint. The root cause of the reported issue was found to be user interface - the micro switch get bent when a temp check or disposable are forced onto the device. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).